Event description:
The patient contacted animas on (B)(6) 2012 and stated the up and down arrow keypad buttons were intermittently sticking when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump under a garment, against the body and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/21/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow and down arrow keypad buttons were found to be responding appropriately and were functional. The original complaint of the up arrow and down arrow buttons intermittent responsiveness was not confirmed or duplicated during testing. There was evidence of contamination found under all key contacts.